Event description:
It was reported the patient had a system controller change due to sound dysfunction in the clinic on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1: brand name was corrected. Section d4: UDI and catalog number was corrected. Manufacturer¿s investigation conclusion: the reported event of a ¿sound dysfunction¿ regarding the system controller was not confirmed. A log file was extracted from the system controller which contained data spanning approximately 2 days ((B)(6) 2024 per timestamp). The pump operated at intended speeds while connected to the driveline, and no atypical events related to the controller were observed. The returned system controller (serial number (B)(6)) was functionally tested and was found to perform as intended throughout all testing. Additional decibel testing was performed, and the controller¿s speakers were observed to sound above the minimum decibel threshold throughout testing. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 6 ¿caring for the equipment¿) instructs users to check the system controller¿s audio speakers at least once per month. If a change in sound is noted during a self-test, the speakers may be obstructed. Audio speaker sockets may be cleaned using a small cotton swab that is moistened (not dripping) with rubbing alcohol. Never insert anything sharp (like a toothpick or pin) into the sounder holes. This can damage the speakers inside. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was an issue with the sound of the controller. The patient did a self test and the sound was not as loud or sounding like the alarms should sound.